Event description:
Device malfunction: cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy with the perclose proglide device after an unspecified procedure. Reportedly, a "cuff miss" occurred. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
Eval summary: the device was returned fully deployed with 7-1/4 inches of loose non-rail suture. The suture was broken at the pre-tied knot. During the investigation, both cuffs engaged with the needle tips and attached to the link. The guide tube was peeled, and the suture lumen was unobstructed. The root cause for the suture break could not be determined. No mfg or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.